Event description:
The customer reported no audio from the mx40 as seen from a ¿speaker malfunction¿ error message. It is unclear whether the device was being used on or off the network. There was no patient involvement.